Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, an on-site follow-up was scheduled because remote transmissions could not be performed with the remote monitoring system. During the follow-up, the device was found operating in standby mode and its re-initialization was performed.

Event description:
Reportedly, an on-site follow-up was scheduled because remote transmissions could not be performed with the remote monitoring system. During the follow-up, the device was found operating in standby mode and its re-initialization was performed.